Manufacturer narrative:
This report is submitted on february 02, 2024.

Event description:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2024 to replace the internal magnet due to the magnet not rotating in its cassette to align with the external magnet. An infection around the implant site was found intraoperatively, during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was administered with oral antibiotics for six weeks (specific date not reported). The implanted device remains. This report is submitted on march 04, 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on 05 jun 2024.